Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements and loss of capture (loc) with no asystole. This lead was explanted and replaced. No additional adverse patient effects were reported.